Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "constant upstream occlusion" was not reproduced. A review of the event history log revealed upstream occlusion messages. Evaluation determined the ultrasonic calibration values were out of range and unable to calibrate. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant upstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.